Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and loss of capture was observed on the atrial lead. An x-ray examination confirmed the lead was dislodged. The patient is not pacemaker dependent. The lead was explanted and the device was programmed to ventricular pacing only. The patient was stable.